Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the tip of the ptfe pad was severely worn and the metal part of the jaw was exposed. The ptfe pad was partially separated. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separate from the grasping section. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found.

Event description:
The user facility reported that it seemed the shape of the worm pad abnormal. There was no patient harm reported.